Event description:
Routine complaint investigation whom a consumer reported receiving high readings. Through conversation with the customer, it was discovered consumer was using strips not calibrated with consumer's meter. The consumer based consumer's insulin administration on the night readings received and experienced a hypoglycemic event. Based on the different calibration codes of the mismatched products, readings obtained when plotted on a clark error grid, show the difference to be clinically significant. No death or serious injury was reported with the event.